Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was used to seal and cut across an artery. A few minutes afterwards, the seal of the artery opened, and the abdomen filled with blood. As a result, the procedure was converted to open surgery. The following information is unknown: the cause of the complication, the estimated blood loss volume related to the bleeding, and what specific surgical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site and completed a system verification. The fse also performed an e200 generator functionality check and no issues were found. The system was tested and verified as ready for use. The vessel sealer extend (vse) instrument logs show that the vse instrument was installed once on universal surgical manipulator (usm) #3 for around 30 minutes. The logs do not show any errors related to the use of this instrument.